Event description:
Instrument broke during surgery causing a thirty minute delay to the procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.